Event description:
A vaxcel plus dialysis catheter was implanted approximately in 2004. It was reported the dialysis catheter was found in the patient's bed when the patient woke up on approximtely 2 months later. No tissue in growth was noted on the cuff. The suture had been in for 14 days. The catheter fell out two to five days post suture removal.